Event description:
The customer reported that the battery cap was broken causing his insulin pump not to power on. The customer also stated that he was hospitalized a month ago, and the infusion set was kinked. The customer blamed himself on his fault. Troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.